Manufacturer narrative:
Additional information: g4: PMA/510k #, h4, h6, h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A4: weight: the patient weighed 0.45 kg. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novumiq syr pump was difficult to manually program. The desired rate to be programmed was 0.05 ml/hour (rounded up from 0.045 ml/hour); however, it was observed that it was difficult to program as the pump would 'hard stop' that the rate was too low (0.04 ml/hour). The patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.